Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: c4tr01 implantable pulse generator (ipg) (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.